Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula. A microscopic inspection was conducted. The c-ring was not transected. The scope wash tubing and c-ring were attached to the cannula due to the presence of a retention rib. The plastic c-ring on the cannula was observed to be completely intact. Based on the return condition of the device, the reported complaint of "break" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.